Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that during a first supply change, the connector on the infusion set could not be twisted from the 9 o¿clock to the 12 o¿clock position despite attempts with multiple connectors and cartridges. Subsequent attempts with different connectors resolved the issue, indicating a connector manufacturing defect. No reported symptoms or adverse clinical effects. Outcomes included no impact on patient health and no alerts or alarms. Investigation included troubleshooting guidance over the phone and replacement of supplies. Investigation of this case revealed that the initial connectors were likely affected by a molding defect, while connectors from a different batch functioned as intended. It was concluded that the event was attributable to a defective connector lot and that device function was restored with new connectors.